Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix extended and slightly bent and stretched (this could contribute to rotation issue). Tissue was visible inside helix and removed with alcohol, helix operates within specification and does not jump while testing.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high thresholds. It was also reported that the rv lead en countered no fixed position possible, lead jumped after turning the tip. Th rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.